Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke in the patient joint space. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
The tip of the probe was broken off. The boken tip could be retrieved. The broken probe could be used. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be device came in contact with another hard instrument. Excessive force used when inserting or removing the probe, probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The device manufacture date is not known. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke in the patient joint space. All pieces were retrieved and the procedure was completed successfully.